Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported via our sales rep, that during the assembly of the s2 tibia nail on the targeting device, the connection screw completely blocked in the nail, making it impossible to tighten it completely or to remove it from the nail. She further reports that a second instrument was available to complete the surgery.